Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
The device qd11-g1 was submitted from affiliate in (B)(6) and following condition(s) were reported: generation of heat. No further information is available. The event involved 1 device. The malfunction has been reported to have occurred during: no further information was provided, and involved : no information has been reported. Reported injuries : no report of injuries has been made at this time. Surgery delay: no report of surgery delay has been made at this time. Medical intervention : no report of medical intervention has been made at this time. Other information on the surgery/event: no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under (B)(4) needs to be returned to the respective analysis site for the service to be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.